Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing leak of urine with an artificial urinary sphincter (aus). Physician tried cycling the device as troubleshooting and a surgery was decided. Patient underwent an aus replacement surgery in which a size issue was identified, as the cuff was too big. A new aus system was implanted and no patient complications were found.